Event description:
It was reported that the pump was alarming. It could not be determined if the alarm was due to low battery or pump malfunction. The bag of medication was empty. The patient went into the clinic to assess the issue with the pump and it was found that the rate was correct and the bag was empty. When the pump was stopped by the patient, the pump believed that there was still 14.1ml left to infuse. When pump was attempted to be used again, it alerted "cassette not placed correctly." There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) used list# 21-7322-24, set, admin, cadd and one (1) used list# unknown, 100ml IV bag. As received, there were no damages or anomalies observed. In order to replicate clinical use, the admin set line was installed on a cadd-solis 2110 pump (serial #(B)(6)). No pump alarms were observed. 10ml of priming was performed with an ICU medical supplied saline IV bag. During the priming process, no pump alarms were displayed. The complaint of a pump alarm cannot be confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.